Event description:
The following has been reported: biomed reported failures in log and pump error. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The lvp clearly indicated a positive leak with the failed basic hardware check. Since the basic hardware check was successful when the pos-vent valve was overridden to stay open and the tubing was clamped, this is an indication of a pos-vent valve failure. The valve was not inspected for the cause of the failure. The screw bosses used to hold the main board in place were also found to be broken. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.